Event description:
A customer reported a power source alert while using a tandem charging cable and wall adapter. There was no reported adverse impact to the customer¿s blood glucose level. The customer had attempted various power sources and was instructed to leave the wall adapter plugged into a functional outlet for at least 30 minutes; however, the pump was already at 100% charge when advised, resolving the issue. The customer was advised to report any future occurrences.